Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. Based on the information available, the exact cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor was not deployed during the procedure. The whole device came out. There was no harm to the patient. Additional information was received on 11may2021: the procedure performed was a planned percutaneous coronary intervention (pci), femoral access with a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. An angiogram was performed before closure device usage. After the unsuccessful closure with the angio-seal, blood loss average was 50ml. The patient was stable. The procedure was successful. Hemostasis was achieved by manual compression.